Manufacturer narrative:
Sc-2317-50: sn (B)(6). Sc-2317-50: sn (B)(6). The returned leads were analyzed, passed all test performed, and exhibited normal device characteristics. The reported event was not confirmed. This investigation is assigned a probable cause of no problem detected.

Event description:
It was reported that the patient was experiencing loss of stimulation due to high impedances noted on the leads. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. The explanted leads will be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5091589.

Event description:
It was reported that the patient was experiencing loss of stimulation due to high impedances noted on the leads. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. The explanted leads will be returned.